Event description:
The pt was admitted for a procedure in 2009 with a 90% lesion in the circumflex. The vessel was de novo and moderately calcified. The lesion was pre-dilated. Then a 3.5x13mm cypher stent was delivered to the lesion. When pressure was increased to 8 atm, the physician noticed that the balloon ruptured. As the cypher was under-dilated, post-dilation was conducted. After post-dilation, an intra vascular ultrasound was conducted and the stent was fully dilated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.